Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. No symptoms or treatment of the hyperglycemia was mentioned. Troubleshooting was initiated for the no delivery alarm and the alarm recurred while the customer attempted to run a prime. The customer then attempted to manually push insulin through the tubing but insulin did not exit and there was greater than normal resistance with the plunger push. The customer was informed that the no delivery alarm was caused by the infusion set and reservoir connection. The reservoir and infusion set will be returned for analysis and replacements were shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.